Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The device was tested with camera heads and both 190 and 180 model scope series and no scope communication error was observed. The video socket connector was found to be defective and would not secure the scope video socket due to a defective locker. The top cover was also found to be deformed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, there was a scope communication error, 315 displayed on the evis exera iii video system center prior to an unknown diagnostic procedure. The procedure was completed. No delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e315 error could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.